Event description:
The customer reported that the handpieces would not tune on the system. No patient involved, but the doctor cancelled the list of surgeries. The engineer reported that he found no problems with the legacy system. However, when he looked at the handpieces, he saw that they had been repaired by a non-alcon third party. The handpieces had a much thinner cable and there were gaps near the cable entry.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.